Event description:
It was reported that there was intermittent loss of capture (loc) on the right ventricular (rv) lead of this pacemaker system. Technical services (ts) reviewed the presenting electrogram (egm) and suggested in-clinic evaluation. Rv lead capture thresholds were found to be high at 3.0v. After in-person testing, the values had returned to normal. Reprogramming options were discussed. No adverse patient effects were reported. Currently, this pacemaker system remains in service.